Event description:
Report received of an adverse event while the device was in use. The pump was initially programmed in 2003 between 7 & 8pm to deliver morphine 1mg/ml in the pca only. Mode with a pca dose of 1mg, at pt lockout of either 5 or 10 min, & no 4-hr limit. Prior to 11pm, an order was obtained to increase the pca dose to 2mg due to significant pt pain. At about 2am the following day, the rn unplugged another device that was plugged into the same electrical outlet & possibly bumped the pca pump's cord. The power cord remained in the outlet, but the pump turned off & "beeped a couple of times" while it turned itself back on again. Programmed settings and history data were lost. The rn reprogrammed the pump to deliver at the same setting, & set the pt lockout to 10 min. At that time, the rn noted that 10mg had been used out of a second 30mg syringe. At 4am, she entered the pt's room to do routine vital sings. The pt was arousable & coherent. At approx 4:30am, the rn found the pt oversedated & snoring loudly. The pt respiratory arrested & a "code" was called. The pt was treated with one dose of narcan, bag valve mask ventilation, & an unsuccessful attempt was made to intubate. The pt responded to the narcan & recovered without being intubated. A total of 45 to 50mg of morphine were delivered over approx. 9 hrs. The pump was immediately removed from clinical service. There were no reported long-term sequelae. The rn reported that the pump delivered as programmed before and after the pump shut off by itself. Though requested, 18~no additional info was available.